Manufacturer narrative:
Follow up report 1. Additional information; device evaluation. Device evaluation by manufacturer: yes. (B)(4) - analysis of labeling performed. (B)(4) - unapproved use of device. (B)(4) - unapproved or contraindicated use. The investigation and review of the customer data provided showed no evidence of a product non-conformance. The sample in question was not available from the customer for investigative testing. The customer complaint is specific to one particular sample, which was collected using an off-label procedure. The customer used ppt (plasma preparation tubes) and freezing them prior to initial testing and in between initial and repeat testing. Using ppt tubes is an off-label procedure and is not supported by product labeling. The effects of using ppt tubes and freeze-thawing and then refreezing samples of this type are unknown. (B)(4).

Event description:
A customer site reported a sample that generated unexpected growth curves and discrepant test results with the cobas ampliprep / cobas taqman hcv test. The target growth curves were noisy and uncharacteristic of a typical growth curve for both the initial testing and repeat testing. There did not appear to be an issue with the growth curve associated with the test's quantitation standard.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).